Event description:
The customer reported being in the hospital with 300 to 400mg/dl. The caller stated that after receiving a new insulin pump, she got recall notices. The caller stated that seems the reservoir was not pumping insulin while staying in the hospital. The caller stated that since her hospitalization in (B)(6), her glucose level had not dropped. The caller mentioned that the second time went to the hospital and the customer is going to call the attorney. The customer mentioned that she lost the sensor and the cgms in the emergency room. The customer stated that she already threw some of the reservoirs. The caller also stated that she was in the hospital in (B)(6), but did not want to give more information at the time. Attempted to contact the customer regarding the events with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-97931.